Manufacturer narrative:
Eval, results: hose assembly.

Event description:
It was reported by service report that there is a slight hydraulic leak. No pt involvement or adverse consequences are reported.